Event description:
It was reported that during a coronary stent procedure, the physician experienced difficulty crossing the lesion. While attempting to remove the express2 monorail stent delivery system the shaft broke and was removed without incident. Another stent was used to complete the procedure. No patient injuries or complications were reported.